Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: material no: 309628, batch no: 0196708. This rn was administering 2nd dose moderna covid vaccine to patient, this nurse checked to make sure safety glide needle was appropriately attached to syringe prior to administration. During administration a couple of drops of medication leaked out of the syringe at the site of needle attachment and dripped down the pt's arm. It appeared to this nurse that the majority of the vaccine was injected, it appeared to be a couple of small drops that leaked out.